Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation and failure to deliver stent), patient's condition affected effectiveness of device (vessel morphology). Severe calcification. Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology), severe calcification. (B)(4).

Event description:
The physician was attempting to advance an endeavor resolute rx (3.00 x 18mm) drug eluting stent to a severely calcified lesion. The device could not cross the lesion; on withdrawal of the stent it was noted that the stent was deformed. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The distal stent segments were raised and deformed. The distal tip was damaged. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).